Event description:
Additional information was received. It was reported that they received the controller and the recharger antenna. The patient (pt) also said they had talked to someone and they told the pt they would call the pt back to see if the replacement equipment worked for the pt and they would call the pt back to help with troubleshooting after the pt got the replacement equipment. The pt said they were waiting on a call and that was why they did not send the old equipment back. Pt said that the person they talked to was a technical person or something or maybe a manufacturer representative (rep). The pt asked if the manufacturer could have that person call the pt. The pt was redirected to their local rep. Pt said the person wanted the pt to try using the old controller with the replacement recharger antenna and the replacement recharger antenna with the old controller and see what worked for the pt. The pt said the person they spoke to had called before the pt was sent the replacement equipment and the pt wanted to provide feedback to them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported they had a problem with their controller. When the patient went to adjust their stimulation they couldn't locate their device and they had to try and try again in order to locate the ins. The patient noted the recharger paddle was having difficulty reading over the ins as well. One time stimulation shut off and the ins showed it was 50% charged and then all of a sudden at 9 pm the ins battery clicked off and was dead. They noted they were confused for they put the recharger over the ins and it didn't read the device, but once they got it to read the ins it showed the ins was charged all the way up in 20 minutes instead of 45 minutes to an hour from low to 100%. They stated that for some reason the controller said the ins battery was dead and the stimulation battery went out. They noted once the ins got to 30% battery the patient noticed a difference in stimulation. They then clarified the controller was displaying false battery levels. They noted they did a lot of troubleshooting for they reset the controller and they were reprogrammed, but the issue wasn't resolved. There wasn't damage to the recharger or the controller charging port. They would get no device found when recharging the implant. The issue wasn't resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97755; serial#: (B)(4); product type: recharger. Product ID: 97745; serial#: (B)(4); product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.